Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 497 mg/dl. Customer reported insulin pump lost connection with transmitter. It was unknown if auto mode was active or not. No further medical complications were reported. The insulin pump will not be returned for analysis.